Event description:
Baxter sales rep received complaint from customer on this set separating. The tubing is separating from the adapotor. Per the pedicatric nurse this occurred on two patients. No pt injury has been reported at this time.